Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). According to the facility's perfusionist, they do not have a back up for the bubble detector. They took it to the hospital biomed and had the power cords and connectors cleaned.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the bubble detector did not work. As a result, they ran the case without one. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) inserted the tubing half full of water into the air bubble detector and connected the detector to an air bubble detect module, which was connected to a system 1 simulator. The detector was operated for seven hours with no failure to operate as designed. The detector detected the presence of fluid and alarmed when no fluid was present. The pst inspected the detectors sensing surfaces and connector with nothing found that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.